Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, fistulae and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a posterior colporrhaphy, abdominal sacro-colpo-perineopexy, halban culdoplasty, burch retropubic urethropexy, cystoscopy due to sui, rectocele, enterocele, and vaginal vault prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bloody stool, pelvic muscle dysfunction, vulvodynia, urgency, frequency, fibroids of uterus, dyspareunia, vaginitis/vulvitis, malodorous discharge, vaginal dryness & irritation, burning pain during urination.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.